Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿review this chapter thoroughly, and prepare the equipment properly before use. If the equipment is not properly prepared before each use, improper performance, equipment damage, an electric shock, patient and operator injury and/or a fire can occur.¿ based on the results of the investigation, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. However, according to diligence provided from the customer, it was confirmed that the wireless transmitter which was used concurrently was not connected. Thus, we surmised that ¿no image¿ failure occurred due to the electrical communication not being performed properly. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video system center did not produce any image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.